Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 11 months is at middle of life 2 (mol2) with a monitoring voltage of 2.64v.